Event description:
Per the clinic, the patient experienced an extrusion of electrode wire into the external auditory canal and subsequently, the device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on december 06, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.